Event description:
The resident was being transferred in the lift when the sling detached. The resident fell out of the sling, suffering a laceration and hematoma of the back of the head. The resident was taken to the emergency room for treatment.

Manufacturer narrative:
An arjo investigator visited the facility and examined the lifter and sling. The sling was reported to be badly worn; the sling was not released for further evaluation. From the information supplied, the manufacturer canot conclude the cause of the event. However, the reported condition of the sling at the time of the incident would suggest it was badly worn and should not have been used. If this is the case, it is apparent the sling had not been inspected before use for damage, etc., as directed in the lift preventive maintenance schedule. No corrective actions are required of arjo. The manufacturer does recommend , however, the facility advise/retrain the staff to inspect slings before each and every use for damage, fraying of material, etc. As directed in the lift preventive maintenance schedule.